Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force applied on the thread during connecting. This report is being filed as part of the pentax backlog management plan.

Event description:
Screw thread is defective. The customer opinion is, the ring is too soft. This event occurred at the time of before use. There was no report of patient harm. Serial number is unknown.